Event description:
Dr [redacted] and dr [redacted] were placing the sentio implant on the right side of the head when I noticed a sudden increase in bleeding. They were able to control the bleeding within a few moments with bone wax and after that the scrub techs and the surgeons including noticed that we were missing the band and the screw for the sentio implant. A nurse and I searched with the surgeons and techs for the missing implant pieces. We searched all of the sterile field, inside the surgical site, the trash, and even below the drapes. I asked if we needed to take an x ray and the surgeons said no because the band is large and is clearly not present in the relatively small surgical wound. The screw might be in the wound, but they would not do anything if it was. We continued closing and as the drapes came down, we continued to search them as well but didn't find the band or screw. Dr [redacted] and dr [redacted] then asked for a head x ray intraoperatively. After they saw the x ray, they immediately consulted neurosurgery and I immediately notified the rsn. We took the patient promptly to CT and then to neuro ir [interventional radiology]. Or staff followed policy by searching for missing items, informing the provider, and requesting a x-ray of the surgical site prior to closing. Surgeon determined they did not want an x-ray and proceeded with closing. Policy deviation: "surgeon refusal of an x-ray that does not meet the above criteria will require the circulator to escalate up the perioperative chain of command." There was no reported escalation up the perioperative chain of command prior to wound closure. Upon wound closure, and failure to locate the missing items, providers decided to order an x-ray where the items were visualized. Communication to the or apcm [operating room advanced primary care management] occurred at this point and care consult with neurosurgery and care coordination proceeded with CT. This was reported to [redacted]-the department of public health as a retained foreign object and submitted to FDA medsun per our department standards